Event description:
The customer reported to philips healthcare that the heartstart mrx would not power up. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.